Event description:
Pt had cardiac catheterization in 2001. Was seen in ER 2 days later for fever, ha, dizziness. Admitted 11 days later for clots right leg, acute arthritis. Vascular source strongly suspected. No groin site involvement. Sensitive staph aureus isolated from blood cultures.